Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Event description:
It was reported that a pump beeps no disposable set and upstream occlusions. There was no patient injury reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition. There was evidence of the reported error in the event history log. The reported problem was not duplicated. The investigation found no errors or alarms upon startup of the device. No fault was found as the complaint was not duplicated during the investigation. However, based on the device history log report, it was recommended that the downstream occlusion sensor and upstream occlusion sensor both be replaced as preventive action. The root cause of the reported problem is unknown. The product is beyond 7 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).